Manufacturer narrative:
G4:13feb2021, b4:17feb2021. The device was reported to have been in testing while being set-up for use. The customer had a standby ventilator that was immediately connected to the patient, and there was no delay in therapy. Philips field service engineer (fse) was dispatched to the customer site, and it was determined that the blower assembly needed to be replaced to return the device to working condition. The fse replaced the blower assembly to resolve the issue and bring the device back to functionality. The removed blower was returned to the failure investigation lab (fi) and revealed no evidence of damage or contamination. Electrically tests were performed prior to running the motor. The customer complaint was verified and was due to a voltage failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20oct2020.

Event description:
It was reported to philips that the device had a high blower temperature. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed there was no adverse patient impact.